Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was damaged. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of a damaged lead was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found cuts to the outer insulation located at the middle region of the lead, consistent with procedure damage. The cause of the reported event was due to procedure damage. Electrical testing was normal with no anomalies found.